Event description:
The lay user/pt called lifescan (lfs) on february 1, 2008 and alleged that her one touch ultramini meter was giving her some error messages. The medical affairs specialist (mas) spoke to the pt on february 12, 2008 and verified the following info. According to the pt, the reported issue started about three weeks ago. The pt claimed, that she could not get her blood sugar reading due to the meter issue and therefore, she was unable to administer herself correct amount of insulin for about 2-3 weeks. She usually takes insulin based on the sliding scale. She stated, that she had decreased her dosage of nph insulin by 1 unit and regular insulin by 2 units. In 2008, at around evening time, she was feeling symptoms of low blood sugar, such as shaky and light headed. She mentioned that she was aware that her blood sugar was low and therefore, she started eating something and felt better after that. She denied receiving any medical attention due to the reported issue. She was not tested on another device at the time of concern. The pt was unable to recall what number of error message she was getting. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt claimed she developed symptoms commonly associated with severe hypoglycemia after the issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.